Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that she felt sick, had vomiting, lost consciousness and experienced high blood glucose level as she faced a bent cannula. Further, at the time of this event the patient was pregnant, and her blood glucose level was over 600 mg/dl, which she tried to treat with a pump. Consequently, on (B)(6) 2019 at 07:00 pm, she was admitted to the hospital as her blood glucose level was over 600 mg/dl. The site location was patient's abdomen and the infusion had been in use for the first day. During hospitalization, she received insulin drip via intravenous route as corrective treatment. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.